Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a friend/family member regarding a patient who was implanted with an implantable neurostimulator (ins). The reason for call was caller reported stim feels like it is turning off and on. Caller stated that the patient has been admitted to the hospital (for a separate issue; dizziness unrelated to the mdt device) and they charged the controller yesterday but through the night it kept turning on and off for no apparent reason. Caller stated they put the controller back on the charger and it was still at 80%. Agent asked caller if the controller says "stimulation is off" when they feel like it shut off and caller confirmed no, it still shows stimulation is on (letter a in green highlight). Caller clarified that they mean the stimulation sensation is turning off and on; the patient can't feel it stimulating here and there like it's working and not. Caller stated therapy has been working perfectly up until this issue. Agent reviewed with caller that external equipment is not likely related. Caller confirmed no falls or trauma nor recent medical procedures with strong emi (other than a CT scan). Caller stated the only thing that has changed is the position that the patient sleeps. Agent walked caller through checking settings and caller confirmed no adaptive stim enabled. The issue was not resolved. The patient was redirected to their healthcare provider to further address the issue. Caller is wondering if rep can come to them at the hospital. Agent provided nas and redirected to hcp.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the patient. The cause of the stimulator losing channels b and c was a dropped elevator at (B)(6). This caused vertigo, migraine headache, and loss of weight bearing of both legs. The patient was only able to lay on their left side. The manufacturer representative (rep) added channels b and c back and change-adjusted the stimulator while at parkview north hospital while the patient was an inpatient on the 11th of march. The issue was not completely resolved. The patient was still not bearing weight on their right leg, and adjustments were made in a laying down position only.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received. The devices were explanted and returned to medtronic facilities.

Manufacturer narrative:
Product: (B)(4), s/n:(B)(6)was returned for analysis. The returned device was subjected to a series of standard tests that include but is not limited to visual inspection, output and telemetry testing, and functional testing. Upon receipt, analysis burns marks. Destructive analysis traced this to the feedthru of the implantable neurostimulator (ins). Product: 3998, s/n:unknown was returned for analysis. The returned device was subjected to a series of standard tests that include but is not limited to visual inspection and electrical testing. Analysis identified that the #1 conductor was broken; 8.1 cm from the distal end of the lead. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.